Event description:
It was reported by the nurse, that a patient had a minicap transfer set with broken occluder feet during use. There was no patient injury or adverse event associated with this report. No additional information is available at this time. (This is report 2 of 4).

Manufacturer narrative:
(B)(4). Event date: actual occurrence date is unknown at this time. If additional relevant information becomes available, a follow up medwatch will be submitted. Same event as (B)(4).